Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02487. It was reported the pt complained of loss of stimulation therapy. The pt states he noticed a change on (B)(6) after he was doing "extreme bending" during a home repair. The pt states that a few days later he was completely without stimulation. The pt's scs ipg is fully charged and is able to communicate with external devices. A system diagnostics revealed all lead (s) contacts are invalid. X-rays taken did not show any anomalies. Add'l info received on (B)(6) 2014 identified the pt's entire scs system was explanted and replaced. The physician electively decided to replace the pt's scs ipg to eliminate the possibility of the leads' failure being related to the ipg. The pt reported receiving satisfactory stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.